Event description:
A report was received that the patient underwent a pocket revision, as her ipg was placed too deep and was not connecting with the charger. The patient was reportedly doing well following the procedure.